Event description:
Female consumer via phone stated that the oral-b replacement toothbrush heads were loose on the oral-b toothbrush and kept coming off the handle. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.